Manufacturer narrative:
(B)(6). Patient weight is unknown. (B)(4). Exact date unknown; reported as over a year prior to explant on (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation, as it was noted to have been discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient that was implanted with a 3.5mm locking compression plate for a clavicle fracture over one year ago; the exact implant date is unknown. The patient presented with a nonunion and discovered that the plate was broken. On (B)(6) 2016 the patient underwent revision surgery and all of the hardware was removed. It was unknown of how the plate was discovered broken. The patient was revised with another synthes plate. The surgery outcome was good. There wasn't a report of surgical delay. The patient outcome was reported as good. This is report 1 of 1 for (B)(4).